Event description:
It was reported that during an upgrade procedure the right ventricular lead exhibited high impedance and noisy signal in bipolar mode, while, in unipolar mode functions normally. Subsequently, the physician opted to place this rv lead into the left ventricular port, and reprogramming efforts were performed. Reportedly, this rv lead exhibited high out-of-range (oor) pacing impedance. The rv lead has been implanted for several years and the increase in impedance measurements was a sudden jump from within range limits to high oor. At this time, the rv remains in service and no adverse patient effects were reported.